Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noticed that, haptic got out. Also reported that 2 times lens did not pass and succeeded on the third time. The procedure was completed with another iol. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).